Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient had experienced a blood glucose (bg) in the 20s mg/dl associated with a time/date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s bg was in the 20s mg/dl when they were attempting to change the time on their pump. There was no further information available at the time of the call and the reporter could not be reached for troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia due a time/date issue in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: the time/date reset was unable to be verified in the black box. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.